Event description:
The reporter stated that part of the kirschner wire (k wire) appeared to have broken off during placement of a bold screw during a foot surgery procedure. The breakage was noticed on an x ray. The k wire was removed on (B)(6) 2010.

Manufacturer narrative:
The lot number stated is a probable lot number. Integra has requested additional information from the reporter. The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.